Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the pa was harvesting and had switched to using the hpii after dissection. At the first branch, he noticed no activation. Although the lights were on on the power supply, there was no beeping and no energy applied at the jaws. He checked the power supply and replaced the extension cable, but still no activation. He opened a new kit, replaced only the hpii (using the original cannula), reattached the original extension cable to the device, and the device worked as expected. No pt injury. There was a delay while the staff checked the generator then switched out the cable, then they retrieved a new kit and opened that one up.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4, d4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/28/2025. An investigation was conducted on 03/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw but remained attached at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additonal testing was conducted due to the electrical issue. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was confirmed. The lot # 3000449047 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.